Manufacturer narrative:
Other, other text: h10 correction: device manufacture date and expiration date were added. Information was inadvertently missed on previous submission.

Manufacturer narrative:
No product was returned, unable to confirm product complaint.

Event description:
It was reported that the needle of the implantable intravenous drug delivery system was bent. The needle will not go into the patients port. The hospital analyzed the cause of the incident and was unable to determine. It was replaced.